Event description:
The following information was reported: after pushing button #1, during slide back it felt like the balloon pulled through so the physician stopped and was able to push button #2, laid the device down for swell then deflated and slid button #3 back, lots of effort to engage button #3. Manual pressure was applied for 20 minutes, after hold blood was leaking from the access site and a sandbag was used for recovery. The patient was not hospitalized. Physician's opinion: device seemed to misstep during pull back. Procedure type: lle angio ix, vessel type: femoral artery, vessel size: 7 mm stick, location: femoral head, sheath size: 7f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.